Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, delivery of the first two trains in the left superior pulmonary vein was associated with observation of respiratory arrest in capnography, frustrated respiratory excursions of the thorax, and obvious obstruction of the airway. The patient experienced rapid desaturation, hypoxic-induced av block iii°, and circulatory insufficiency. Airway spasm with slow regression was noted, and the physician suspected laryngospasm due to pulsed field ablation energy delivery. Vasopressor (akrinor) and anticholinergic medications were administered, and an oropharyngeal tube with positive pressure ventilation using non-invasive ventilation was provided. The patient could be ventilated under these conditions, followed by reoxygenation and restoration of sufficient spontaneous circulation. Subsequent ablation of the right pulmonary veins and the left lower pulmonary vein was completed without incident. The case was completed with pulsed field ablation. No further patient complications have been reported as a result of this event. The case was completed with pulsed field ablation.

Manufacturer narrative:
Continuation of d10: product ID: non-medtronic product product type: catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.